Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
The tampon was stuck with no string [foreign body in reproductive tract] the string completely fell off [device breakage] went to remove my tampax tampon, and the string completely fell off [complication of device removal]. Case narrative: consumer reported via email that the tampon string fell off during removal. No serious injury was reported.